Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3: a manufacturer representative went to the site to test the equipment. In summary, the camera was replaced. Codes fdm b01, fdr c08, fdc d02 are applicable to this analysis. D9, h3: the hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility dating back to (B)(6) 2019, a fault indicating illuminator voltage measured lower than recommended operating voltage dating back to (B)(6) 2022. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .460mm, with a passing threshold of 0.250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error message. A05 was coded for the camera issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted. While setting up for a case in the morning, the localizer had an error and an amber light upon boot up. Troubleshooting was performed and the system was in french, but a red bar came across the bottom of the application "localizer faulted". There was no patient involvement.